Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the vaccine leaked from where the needle tip attached to the syringe. The customer stated there was no clinical significance or injury to the patient or staff during this incident. Additional information received from the customer on 04apr2023 stated that the vaccine was a covid vaccine, brand unknown. The customer's understanding is that some vaccine leaked at the hub where the syringe attaches to the needle at the luer-lock. The covid team leader consulted with the mho, the recommendation was not to repeat the dose. The syringe used was a sol-m luer-lock 1ml dead end without needle .the ref on the box is p180001pp.

Manufacturer narrative:
Samples were not received for the investigation. A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported issue and determine the root cause, therefore a corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. If a sample is received at a later date, this complaint will be reopened for further investigation. This complaint will be used for tracking and trending purposes.